Event description:
The customer reported that the system displayed precharge and x-ray overtime error messages. These error messages will likely prevent the system from booting. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system batteries were replaced. The system was then found to be operating as intended.